Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n341229, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced increased spasticity. The patient¿s healthcare provider (hcp) was titrating the pump dose very slowly, so it may have been that the patient had not reached his therapeutic dose yet. The hcp felt that the pump itself might have been sitting in an awkward position, with the pump down almost into the crooks of the patient¿s groin. The catheter access port (cap) at ¿6 o¿clock¿, so the pump was pointing straight down. The hcp was concerned that maybe when the patient was in his chair, that something could have been broken. There was no way to access the pump with the patient in the sitting position, that¿s how deep into the patient¿s groin the pump was. The hcp always had to get the patient out of his wheelchair and lying flat. The reporter asked if there could have been intermittent delivery of medication because of the pump location. However, the reservoir volumes at the refill on the report date were accurate. A refill was done on the report date and the actual reservoir volume (arv) was 3.5ml and the expected reservoir volume (erv) was 3.2ml. It was noted that the patient had a cap study at the end of november. The cap study was done while the patient was lying flat. An MRI was done on (B)(6) 2012. The device system was used to deliver baclofen. It was later reported that the patient experience neck and shoulder pain. At the time of this report, the patient was without injury. It was later reported that the pump had been ¿nothing but trouble.¿ the patient had been having a lot of problems. The patient saw his hcp on (B)(6) 2013 for a 19% increase and saw no benefit from that all. The patient had been having ¿lots of pain in his chest and stuff.¿ the patient was due to see the hcp on (B)(6) 2013. It was believed that the pump wasn¿t working for the patient because he couldn¿t tell if he¿d gotten any benefit from it the baclofen. The patient¿s friend or family tried to tell someone that the pump didn¿t work. The patient didn¿t feel any better. They couldn¿t ¿get enough in him¿ to help with his spasms. It was later reported that the pump pocket was going to be revised because the pump slipped down to the patient¿s pelvic bone and was rubbing there. The patient noticed this starting immediately after implant. The pump location was very painful to the patient, especially when he was lying down. When he coughed, it felt like it was going to ¿blow out.¿